Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 400 mg/dl. It was stated that the insulin pump alarmed no delivery for the past week. It was stated that the events leading to his admission was vomiting and thirst. It was stated that the customer has not been wearing the insulin pump since his hospitalization. Troubleshooting was performed. The programming, time, and date were correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.